Event description:
When the tlc75 stapler was reloaded reloaded and placed in the abdomen to staple the bowel; staples from the reload fell out in abdomen. Prior to connecting the two pieces together; the same thing happened again with a new reload. Had to get a new stapler.